Manufacturer narrative:
Concomitant medical device lot #: 2137893. Concomitant medical device lot #: 2124365. Concomitant medical device lot #: 2139690. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that they are having misidentification on panel phoenix nmic/ID-307. There were 3 occurrences in this event with no patient impact. The following information was provided by the customer: "customer is stating that phoenix instrument is not identifying properly."

Manufacturer narrative:
D4. Medical device lot #, d4. Medical device expiration date, h4. Device manufacture date have all been updated to reflex the new lot number added in the pr. This complaint is for misidentification of e. Coli as c. Koseri when using phoenix panel nmic/ID-307 (449289) batch number 2187179. The customer did not provide panel returns or isolate returns but provided lab reports for the investigation. The lab reports show an organism identified as c. Koseri when using the complaint batch. To investigate, one (1) retention panel each from complaint batch 2187179 were tested using qc isolates of e. Coli a25922, e. Coli 11421 and e. Coli 18187 on a phoenix m50 instrument and evaluated for identification results. All three (3) panels identified correctly as e. Coli, therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batches. A review of complaints revealed no additional complaints on this complaint batch. Complaint trending was performed, and no trends were identified associated with this defect. Bd ID/ast plant quality will continue to monitor for trends and take action as necessary. H3 other text : see h.10.

Event description:
It was reported by the customer that they are having misidentification on panel phoenix nmic/ID-307. There were 3 occurrences in this event with no patient impact. The following information was provided by the customer: "customer is stating that phoenix instrument is not identifying properly.".